Manufacturer narrative:
Results: the sep8 core wire and wrapping wire were fractured distal to the bulb. Conclusions: evaluation of the returned sep8 confirmed the atraumatic tip distal to the bulb was fractured. The fracture of the atraumatic tip was likely a result of reported repeated manipulations of the sep8. If the device is forcefully manipulated repeatedly through tough clot burden, damage such as this may occur. If the core wire fractures, the wrapping wire may fatigue and fracture if the device continues to be used. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral vein using an indigo system separator 8 (sep8). During the procedure, the physician made approximately four passes using the sep8 with an indigo system aspiration catheter 8 (cat8). After the initial passes, the tip of the sep8 broke off and, therefore, the physician aspirated the tip out of the patient using the cat8. The procedure was then ended at this point. There was no report of an adverse effect to the patient.